Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges there is insulin in the cartridge compartment. Caller reported the issue has occurred for two weeks with cartridges from the same package. No adverse event reported. Requested return of the alleged device for evaluation.